Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-07950 / 07953).

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2006 and a left total hip arthroplasty on (B)(6) 2006. Subsequently, legal counsel for patient reported patient was revised on left hip (B)(6) 2014 due to patient allegations of pain, dysfunction, soreness, loss of range of motion, metal poisoning, metallosis, loss of mobility, swelling, inflammation, damage to surrounding bone/tissue, and elevated metal ion levels. Legal counsel for patient further reported that a revision has been indicated for the right hip; however, no revision has been reported. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. A review of invoice history revealed that a right hip revision procedure took place on (B)(6) 2014. The revision invoice suggests the acetabular cup, modular head and taper insert were removed and replaced with a biomet ceramic head and competitor acetabular components.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. "

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2006 and a left total hip arthroplasty on (B)(6) 2006. Subsequently, legal counsel for patient reported patient was revised on left hip (B)(6) 2014 due to patient allegations of pain, dysfunction, soreness, loss of range of motion, metal poisoning, metallosis, loss of mobility, swelling, inflammation, damage to surrounding bone/tissue, and elevated metal ion levels. Legal counsel for patient further reported that a revision has been indicated for the right hip; however, no revision has been reported. A review of invoice history revealed that a right hip revision procedure took place on (B)(6) 2014. The revision invoice suggests the acetabular cup, modular head and taper insert were removed and replaced with a biomet ceramic head and competitor acetabular components. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in revision operative report noted patient underwent a left hip revision on (B)(6) 2014 due to acetabular cup loosening. Operative report noted the presence of corrosion on the trunnion, lack of bony ingrowth on the cup. The modular head and acetabular cup were removed and replaced with a competitor cup and biomet head and taper. Additional information received in the right hip revision operative report noted patient underwent a revision on (B)(6) 2014 due to acetabular cup loosening. Operative report noted the lack of bony ingrowth on the cup. The modular head and acetabular cup were removed and replaced with a competitor cup and biomet head and taper.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2006 and a left total hip arthroplasty on (B)(6) 2006. Subsequently, legal counsel for patient reported patient was revised on left hip (B)(6) 2014 due to patient allegations of pain, dysfunction, soreness, loss of range of motion, metal poisoning, metallosis, loss of mobility, swelling, inflammation, damage to surrounding bone/tissue, and elevated metal ion levels. Legal counsel for patient further reported that a revision has been indicated for the right hip; however, no revision has been reported. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.